Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. It was reported that the patient is undergoing dialysis treatments and shock impedance measurements have been steadily increasing. The physician suspects electrolyte build up on the lead. No surgical intervention is planned and the patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedances. The patient was undergoing dialysis treatments and shock impedance measurements had been steadily increasing. The physician suspected an electrolyte build up on the lead. Some years afterwards a test shock was delivered, and the shock impedance values were within range. The rv lead will be evaluated by a field representative. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedances. The patient was undergoing dialysis treatments and shock impedance measurements had been steadily increasing. The physician suspected an electrolyte build up on the lead. Some years afterwards a test shock was delivered, and the shock impedance values were within range. The rv lead will be evaluated by a field representative. The rv lead has been explanted at a surgical intervention. No additional adverse patient effects were reported.